Event description:
Boston scientific received information that further troubleshooting was requested due to the inability to complete latitude remote interrogation. No adverse patient effects were reported.

Event description:
--

Event description:
-----

Manufacturer narrative:
The boston scientific local sales representative was contacted and will be following up with this clinic in regards to the reported issues. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was subsequently explanted for normal battery depletion and was returned for testing. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Additional information was received stating that this patient lives two hours from the clinic and the local boston scientific representative tried to get the patient to be seen at a satellite office. However, the patient could not be reached. The representative will continue to try and contact this patient to come in for a device interrogation. This product issue will be updated if additional information is received.